Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving an inappropriate shock for an incorrectly classified rhythm that was accelerated too early. The suggested programming changes were completed. The patient will be followed normally. The patient condition is fine.